Event description:
It was reported that the insulin pump sometimes rewind all the way, and sometimes it does half way. The mother did not have the insulin pump available at time of call. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with a missing address label and end cap sticker. Further testing could not be performed due to the loose drive support disk. However, the device passed the rewind and displacement test. Further testing could not be performed.